Event description:
The customer reported that upon re-engagement (ready mode) of a side-firing fiber being used for a prostate procedure, the aim beam was observed to be forward-firing. The forward-firing condition was observed when the fiber had accumulated 106,487 joules. The procedure was completed with another fiber. It was reported that there was no pt injury. The procedure had been initiated with a different fiber, which was also reported (reference MFR report number 2937094-2012-00449).

Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.